Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical product: trabecular metal cruciate retaining monoblock tibial component, catalog #: 00588604510 lot #: 63778621; all poly patella, catalog #: 42540000035 lot #: 63971435. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately eleven days post-implantation due to infection.

Manufacturer narrative:
Upon review of additional information, this device is not related to the reported event. The event is being reported on 3005751028-2018-00051.

Event description:
The femoral component was not removed.